Event description:
Call from reporter to inform the FDA that her last three continuous glucose monitoring (cgm) devices each malfunctioned after insertion. The devices would not pair with the app and pump. All three devices are from the same lot number and she has reached out to dexcom about the issue. Dexcom troubleshooted with the caller to try and activate the sensors but were unsuccessful. Dexcom deemed the devices to be defective and would send out replacements for them. Reporter is presently with no cgm. Additionally, reporter said that her arm at the insertion site has become sore with red patches due to multiple malfunctions and having to replace devices with new ones in a short period of time. Ref reports: mw5162457, mw5162558.